Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported either the dcb00 model intraocular lens (iol) or the inserter split in half and there was no patient contact. Back-up iol was used to complete the procedure. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 08-jan-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: torn pieces of the complaint lens were received overridden and stuck in the cartridge of the complaint handpiece. The lens pieces were removed, and the optic portion of the lens was observed to be returned torn and damage (crumbled). A detached haptic was also observed. The lens pieces were cleaned; however, based on the returned condition of the lens no further product evaluation could be performed on the lens. Cartridge crack and cartridge damage consistent with override and excessive force during deployment was observed. No additional defects were observed on the handpiece before and after disassembling the handpiece for evaluation. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Complaint issue "cartridge tip cracked/damaged" was not identified during product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.